Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The surgeon did not like the way the lens was sitting in the back. The surgeon decided to remove the lens and implanted a multifocal lens with an aq2010v as a piggyback lens. The lens was removed with no patient injury. The cause of this incident was due to patient's anatomy.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Conclusions - based on the complaint history, the root cause of the event has been determined to be due to patient's anatomy. (B)(4).

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on the lens surface. Conclusions - based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy. (B)(4)